Event description:
The customer obtained a non-reproducible, lower than expected vitros amon result when processing a quality control fluid (qc mas-2= 126.5 vs. Expected result= 164.8 ¿mol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no vitros amon patient sample results were questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros amon quality control result was obtained on a vitros 5600 integrated system. There was no evidence that a reagent issue contributed to the event. An ocd field engineer replaced multiple instrument parts and performed adjustments to the vitros 5600 integrated system. Following these service actions, acceptable vitros amon performance was observed. The root cause of this event is an instrument related issue.